Event description:
It was reported that the customer was not getting low battery alarms at the patient information center ix (pic ix).the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
This is considered a product malfunction; the cause was not determined. The customer declined further support at this time. No further investigation or action is warranted at this time and indicated that they will be upgrading in the future.